Event description:
Case was reported as an explant of an orthadapt bioimplant. No case information was provided, including case type and signs/ symptoms.

Manufacturer narrative:
This report could not be confirmed. Additional information was requested from physician; however, no information ever was provided. A review of device history record (DHR) for potential devices associated with this report, indicate all the devices are in compliance with the manufacturing requirements.